Event description:
A non healthcare professional reported that, after intraocular lens implantation surgery, the patient experienced halos with lights. Hence the lens was explanted and replaced with unspecified monofocal lens in a secondary procedure. The clinical reason for explant was halos and decreased contrast sensitivity. Additional information was received stating that the patient noticed decreased sharpness in images in the post operative eye despite trying to refract left eye. The lens was replaced with same company model and diopter lens. There was no patient harm.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).